Manufacturer narrative:
Concomitant medical products: bd neoflon, therapy date: (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that the customer has been experiencing leakages between the 20039e7d extension set and the connecting product. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.